Event description:
It was learned that a medtronic corevalve/ evolut r, 26mm #: (B)(4) transcatheter valve (implanted on (B)(6) 2019) was explanted on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).